Manufacturer narrative:
The customer called the phillips remote technical assistance center and reported there was no sound coming from the speaker. The device was sent into the phillips repair center. The failed speaker was replaced. The repaired device remains at the customer site and is considered fully operational.

Event description:
The customer reported there was no sound coming from the speaker.